Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device does not have a 510 (k) but was once improperly sold in us and is being reported since there still are 2 units installed in patients. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
Rp 011785 - the dentist reported that after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. No further information was provided.